Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information and assistance to reset the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.